Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw1077 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that inserter found that microez microintroducer was deformed upon inspection prior to use. Device was not used on patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that inserter found that microez microintroducer was deformed upon inspection prior to use. Device was not used on patient.